Event description:
A report was received that the patient is having trouble charging their implant. The physician wants to revise the patient's pocket site as he believes the implant is implanted too deeply.

Manufacturer narrative:
The patient underwent a pocket revision during which the physician elected to replace the ipg, no malfunction was suspected. The explanted ipg will not be returned to bsn for further evaluation as it was discarded by the medical facility.

Event description:
A report was received that the patient is having trouble charging their implant. The physician wants to revise the patient's pocket site as he believes the implant is implanted too deeply.